Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Baw7667064, rev 0, was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they just removed patient from s/n dydyy056 because the baby and water temperature kept dropping. They got alert 113 (reduced water temperature control). The flow rate was 0.4lpm. They were connecting s/n dydyy055 now, but it was giving a patient line open alert01) in an arctic sun device. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.7psi, circulation pump command (cpc) was 100 percentage. Suggested replacing the pad. New pad lot number nghz0965. Flow rate (fr) was 1.3lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 43 percentage. Suggested keeping an eye on the flow rate. Explained if the flow rate dropped too low the heater could not make warm water, and it would sound alert 113. Baby was 33c. Targeted temperature (tt) was 33.5c, water temperature was increasing.

Event description:
It was reported that they just removed patient from s/n (B)(6) because the baby and water temperature kept dropping. They got alert 113 (reduced water temperature control). The flow rate was 0.4lpm. They were connecting s/n (B)(6) now, but it was giving a patient line open alert01) in an arctic sun device. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.7psi, circulation pump command (cpc) was 100 percentage. Suggested replacing the pad. New pad lot number nghz0965. Flow rate (fr) was 1.3lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 43 percentage. Suggested keeping an eye on the flow rate. Explained if the flow rate dropped too low the heater could not make warm water, and it would sound alert 113. Baby was 33c. Targeted temperature (tt) was 33.5c, water temperature was increasing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.